Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderate calcification moderate tortuosity lesion in the mid circumflex coronary artery. Reportedly, a 3.5x28mm xience prime stent delivery system failed to cross. The stent implant became flared due to resistance with the patient anatomy during withdrawal. The procedure was successfully completed with a 3.5x28mm xience prime. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.